Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ruptured.

Event description:
Healthcare professional reported "ruptured implant discovered during exchange". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d4, d6(a), d9, h3, h6 clarification d6(a): device was implanted in 2011 (month/date unknown). As the device was manufactured in may 2011, removing implant date until further information can be provided. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as surgical damage as per the investigation procedure creases were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.